Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported experiencing a low blood glucose event following a meal announcement. The device delivered insulin, and blood glucose subsequently dropped to 51 mg/dl. The user treated the low with sugar, assisted by a friend, and blood glucose was corrected. The device issued a low glucose alert. The user reported dizziness during the event but did not require medical intervention. Technical support explained that dosing may be more aggressive while the device is newly adjusting. The user confirmed understanding, and no further assistance was needed. No medical intervention occurred.